Event description:
It was reported that during a meniscus repair surgery, the needle was through meniscus and the t1 and t2 anchors were fall off before the deployment. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct showed the suture has been slightly cinched, t1 and t2 and the suture showed no abnormalities. The actuator is in its t2 post-deployment position. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The condition of the device indicates the trigger was advanced multiple times causing the reported simultaneous deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.